Manufacturer narrative:
Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 08-jan-2023, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 06-mar-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported by the calling health care provider (hcp) on (B)(6) 2019 that an x-ray was taken of the patient's system and noticed there was a lead looped near the pelvis. The lead around t1 had several loops that were clumped together. It was reviewed during the call that surgeons can use strain relief loops but the technical services agent noted that it was not clear during the call if the reported "clumped" loops was an issue or a normal stress relief loop. No further complications were reported.